Event description:
Customer stated, they have been receiving high blood glucose results and have been dosing insulin based on the results. On two occasions the customer stated they passed out. Customer was given glucose gel by a friend. The customer took the device to the dr. The customer's device read 140mg/dl and the hosp's device read 70mg/dl. The customer retested using their device and received results of 79, and 114mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.